Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; under-responsive ok button. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2018 with the following findings: on investigation the keypad cover was intact and without damage. All keypad buttons demonstrated intermittent response issues. The keypad cover was removed revealing contamination under the contact of all the keypad buttons. Investigation duplicated the complaint. Unrelated to the original complaint, the display was found to be dim and discolored and the battery compartment was noted to be cracked during the investigation.